Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found fractured filars of the outer coil at 30.0 cm from the connector pin. The lead sustained rib clavicular crush damage.